Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were advised to call and get assistance with changing their infusion set. Their blood sugar was 32 mg/dl. The customer declined troubleshooting for their blood sugar, they treated with food and glucose.